Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).

Event description:
A customer reported the laser probe became stuck in the cannula in four cases. During one of the cases, the laser probe had very little aiming beam. No pt identifiers were provided and no pt impact was reported. Add¿l info was requested.